Event description:
The customer states that the accu-chek advantage screen displayed 86 mg/dl while the accu-chek voicemate spoke 170 mg/dl or 189 mg/dl. No reported actions taken. No adverse event reported. New system sent and return requested.